Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post deployment, patient presented with the complaints of abdominal pain. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted with tip at the t12-l1 level. Around, two months later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a guidewire was passed down through the heart into the inferior vena cava. An inferior vena cavogram was performed, which confirmed there was no clot in the filter, the cone retrieval device was passed down through the sheath in an attempt to engage and capture the vena cava filter. The hook on the filter was tilted slightly to the right and we were unable to engage the tip of the filter in the cone of the retrieval device. Multiple attempts and redirection were done, with no success. Multiple attempts with the cook retrieval snare to engage the hook and was unable to retrieve. An ensnare system was then attempted with at least a three-lobe snare and repeated attempts were made with the three-lobe snare to engage the hook and failed. Further attempts were abandoned because of fear of snaring a leg of the filter and recommend to the patient that this as a lifetime filter. After, nine days, a computed tomography of abdomen and pelvis was performed to evaluate the filter. The study showed that inferior vena cava filter was seen with the tip at the inferior endplate of t12 superior port just above the right renal vein. Around, five years and two months later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. Around, two months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was seen in place with the distal prongs extending beyond the confinements of the inferior vena cava into the wall of the third part of the duodenum. The tip of the filter was located above the level of the right renal vein. Around, seven months later, a magnetic resonance imaging of abdomen was performed which showed inferior vena cava filter was noted. Therefore, the investigation is confirmed for the retrieval difficulties and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt: filter malposition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The physician indicated that the hook of the filter was slightly tilted to the right and embedded in the vena cava wall and recommended the filter as permanent. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The filter strut retained in the right hip of the patient. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The patient with pulmonary embolism had a vena cava filter successfully deployed without incident. Approximately three months post filter deployment, the patient was scheduled for retrieval of the filter as it was no longer needed. Multiple attempts to retrieve the filter using a cone retrieval device and multiple snares were unsuccessful. The physician indicated that the hook of the filter was slightly tilted to the right and must have been embedded in the vena cava wall and recommended the filter as permanent. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, attempts to retrieve the filter using a cone retrieval device were unsuccessful. The hook of the filter was slightly tilted to the right. Subsequent attempts to retrieve the filter using multiple snares were also unsuccessful. The hook of the filter was believed to be embedded in the wall. Therefore, based on the provided information the investigation is confirmed for a tilted filter and retrieval difficulties resulting in the filter remaining implanted. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
Medical records were received through the litigation process. Approximately three months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The physician indicated that the hook of the filter was slightly tilted to the right and embedded in the vena cava wall and recommended the filter as permanent. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with pulmonary embolism had a vena cava filter successfully deployed without incident. Approximately three months post filter deployment, the patient was scheduled for retrieval of the filter as it was no longer needed. Multiple attempts to retrieve the filter using a cone retrieval device and multiple snares were unsuccessful. The physician indicated that the hook of the filter was slightly tilted to the right and must have been embedded in the vena cava wall and recommended the filter as permanent.

Event description:
Medical records were received through the litigation process. Approximately three months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The physician indicated that the hook of the filter was slightly tilted to the right and embedded in the vena cava wall and recommended the filter as permanent. There was no reported patient injury.